Manufacturer narrative:
Upon further investigation this complaint product will reported on 0001822565-2017-07881.

Manufacturer narrative:
(B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional was fractured. Attempts have been made and additional information on the reported event is unavailable.